Event description:
Within 15 to 30 seconds of desflurane vaporizer being set at 18%, agent analyzer indicated greater than 14%. After turning off vaporizer, add'l attempts at delivering 3-6% desflurane led to further large 10-14% concentrations detected in circuit. Vaporizer removed isoflurane administered, new vaporizer installed and verified on agent monitor.